Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. However,hardware low level failure alarm (variable info = 03) confirmed in the pump history due to broken trace on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarms. Customer reported that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.